Manufacturer narrative:
Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage to case. Unit received with operating currents within specification and passed self-test. Power graph analysis confirmed low battery alarms and an abnormal behavior. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window and case. Unit received with stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced low battery life. Customer's blood glucose was unknown. Insulin pump would be replaced.